Manufacturer narrative:
The pdm will not be returned for eval - we are unable to confirm any device failure that may have caused or contributed to a communication issue with pods. In the absence of investigation results, we are unable to conclude that the pdm was a contributing factor to the customer's high blood glucose levels, resulting in hospitalization. No conclusion can be drawn. Per the omnipod user guide, communication can fail if the pdm is too far from the pod (it must be within 24" when entering or changing settings) or if there is an interruption from outside interference. If communication between the devices does not occur with a few seconds, the pdm will display "communication error" and the customer is prompted to "move pdm close to pod." If communication continues to fail, the pdm then prompts the customer to "move to a new area and then press 'retry'". If within two minutes communication still cannot be established, the pdm displays "communication timeout" and the customer is instructed to "press 'ok' to check pod status." If the status check fails, the pdm instructs the customer to "press 'ok' to check pod status or press 'discard' to deactivate pod." If the customer has been in the process of delivering a bolus when the communication error occurred, the pdm would have displayed "last bolus command not received. Refer to settings or history screens to review last action." Per the report, the customer's mother was able to "check pod status" and "insisted it was a communication issue." At this point, she would have been prompted to press "discard" to deactivate the pod. No lot number was provided - a review of lot qualification records was therefore unable to be performed.

Event description:
The customer's mother reported that her son experienced high blood glucose levels and, as a result, had to be hospitalized. (Specific levels weren't provided, but are assumed to be greater than 250mg/dl.) Blood glucose levels with this pod, and with other pods, have "gone up" and she therefore believes "the pdm was at fault." She feels that the pdm is not communicating with pods to program bolus deliveries, "causing his numbers to go up high." The customer has a back-up pdm, but "did not want to use it" to confirm blood glucose readings. The pdm will not be returned for eval. No info was provided as to the treatment received at the hospital or the length of stay.